Event description:
Boston scientific received information that during a normal patient follow up, this right ventricular (rv) lead presented with out of range shocking impedances above 200 ohms when the shock configuration was programmed from distal coil to proximal coil to can or distal coil to the proximal coil. During the implant procedure, the shock impedance measurements were normal and two successful defibrillations (dft) again revealed normal impedance readings. Boston scientific technical services discussed that this may be an issue with the proximal coil. Subsequently, the local sales representative reported that it was suspected that the out of range shock impedance measurements were either due to a loose set screw or the lead was somehow compromised. This patient has been scheduled for a non-invasive programmed stimulation (nips) in the near future.

Manufacturer narrative:
This investigation will be updated should further information be provided.